Event description:
The customer reportedly received the following results on the accu-chek aviva system within 10 minutes: 108mg/dl, 210mg/dl and 97mg/dl. The customer felt shaky and drank a 4 ounce box of juice. She felt better a few minutes following treatment. No adverse event reported. New system sent to customer and return requested.